Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 569 mg/dl with associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump. During troubleshooting with customer technical support, it was revealed that the patient was not using the cartridge per its instructions for use and the issue had occurred greater than 3 times. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.